Event description:
New information received on jun 21, 2019, indicates that undersensing occurred again. The patient was stable and was to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with false pause episodes due to an implantable cardiac monitor under-sensing. No resolution was reported, and the patient was stable.

Event description:
New information received on 9aug2019, indicates that undersensing was seen again.no resolution was reported, and the patient was stable.

Event description:
New information received on 21aug2019, indicates that programming changes were made to address the issue.